Manufacturer narrative:
Customer cancelled call. This MDR is related to ge healthcare complaint number.

Event description:
Customer reported a precharge fail error message. No pt injury was reported.